Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called asking for help with her insulin pump. She stated that when she enters a bolus delivery, she has to break up the delivery into two different deliveries. Customer's blood glucose was 323 mg/dl, so she gave her self two bolus deliveries for 100 mg/dl and 123 mg/dl. Customer was educated on the bolus wizard and how to properly program a bolus delivery. Customer also reported that she has been having lows recently. Her blood glucose was 9 mg/dl. She experiences shaking, sweating, and vision problems when she is low. The drive support cap appears normal. Customer stated her lows started after her doctor recently changed her basal rates. She was advised to speak to her doctor about adjusting her rates. She was told to monitor her blood glucose and call back if needed. Nothing further reported.